Event description:
It was reported that a patient presented for a routine generator change. Prior to the procedure, device interrogation revealed high pacing impedance on the right ventricular (rv) lead. Rv lead fracture was suspected. X-ray was performed but nothing notable was seen. On (B)(6) 2025, the physician elected to cap and replace the rv lead. The patient condition was stable following the procedure.